Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v autofeed humidification chamber, provided as a part of an rt225 infant ventilator circuit single heated with mr290 autofeed chamber, was found leaking water from the chamber base during patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). The subject rt225 breathing circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber was not returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Our investigation is therefore based on the limited information, photographs and a video provided by the healthcare facility and our knowledge of the product. Results: the provided video shows water leaking from the mr290v humidification chamber at the base dome connection. No visible damage can be determined from the provided video. Additionally, in the provided video, the humidification chamber is connected to a non-f&p healthcare dryline. Conclusion: without the return of the subject device, we are unable to confirm the cause of the reported event. Every mr290v chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt225 breathing circuit state the following: - "use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water." - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.".

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v autofeed humidification chamber, provided as a part of an rt225 infant ventilator circuit single heated with mr290 autofeed chamber, was found leaking water from the chamber base during patient use. There was no patient harm reported.